Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed an an error code for 'linked to surgeon console non-recoverable error - console input arm joint limits exceeded' was observed. The surgeon console had already been restarted, which resolved the issue. The system will be monitored. Further evaluation of the logs indicated that the surgeon console experienced a non-recoverable error due to the input arm joint exceeding the motion limit, which gave an error code for 'surgeon console failure - non-recoverable - control device joint limits'. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the input arm joint exceeding the motion limits. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure, the surgeon console triggered a non-recoverable error. The issue was resolved after restarting the console. There was a delay of 5 minutes due to the reported issue. There is no patient injury.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy procedure, the surgeon console triggered a non-recoverable error. The issue was resolved after restarting the console. There was a delay of 5 minutes due to the reported issue. There is no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.